Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information provided to date after calls to end user 07/01/26 and 07/7/26. Block h4: date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. The unit was restarted and case resumed. There was no patient injury.